Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) had a drive manifold leak test failure. Both vacuum & pressure solenoid were failing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse that encountered the issue replaced the drive manifold (0104-00-0031). The fse performed a complete pm with full calibration, functional testing, and electrical safety checks to factory specifications. The iabp was returned to the customer and cleared for customer use. Pn: 0104-00-0031 sn: (B)(6) drive manifold assy. This part was received with a reported unit failure message of drive manifold leak test failure. Performed visual inspection of this part received and part looks to be in good condition. Installed drive manifold assy. Into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department performed all manifold leak tests and drive manifold leak tests failed with result of vacuum leak diff pres. 47mmhg and pressure leak diff. Pres. -97mmhg, the factory specification is for vacuum leak diff. Pres. +- 25mmhg and pressure leak diff. Pres. +-55 mmhg. The failure analysis and testing department verified the failure message of drive manifold leak test fails. Drive manifold failed testing. Sending drive manifold assy. To the supplier for failure analysis per procedure 0002-07-d008 rev aq. Failure analysis received from the supplier for pn 0104-00-0031. Unit tested on aiken endline tester, external leakage above limit, k8 noise observed unit tested in florham park lab, external leakage observed all around k12 and none on k6 swapping postions of k12 and k6, leakage follows the valve (k12 still leaks and k6 still has 0) investigation on k12 showed leakage on k12 from body on micro10 valve, in mounting screw area. Probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The most probable root cause according to the cardiosave dfmea 0060-00-1459 rev w and the supplier "asco" for the drive manifold failing the leak test could be related to wear and tear of the internal components, loose connections of the tube, fluid ingress, blood contamination, electrical connectivity issue on the solenoids, and or micro cracks in the body of the manifold.